Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during the load process. Additionally, it was indicated that he customer was having trouble charging the pump with the tandem usb cable. The customer was able to successfully charge the pump using a different usb cable. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy available.

Manufacturer narrative:
(B)(4).